Event description:
It was reported that during a new implant procedure, crosstalk was observed. The device was reprogrammed. One week later, the patient presented with alerts for t-wave oversensing and crosstalk. Further reprogramming was done. It was suspected that the chronic lead may have been the cause. There were no adverse consequences to the patient.